Event description:
During a retrospective review of complaints, it was found that a 525ds concentrator was returned to (B)(4) for servicing by an oxygen provider with complaint of the "unit smoking" and "operating hot after running for about 20 minutes." This event occurred during the initial delivery and set-up of the device in the patient's home. The technician stated the unit was unplugged and remained "hot to touch." There was no report of patient injury, illness or property damage associated with this event. The oxygen provider technician was present during the entire event.